Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a cartridge alarm occurred during the load sequence. Reportedly, the customer declined follow-up to ensure that backup therapy was obtained. Customer¿s blood glucose level was 230mg/dl.